Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. The product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There are no other complaints in reported lot. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
An inspector for (B)(6) reported that an intraocular lens (iol) that remains implanted, is noted to have refractile inclusions termed "glistenings," which are affecting the quality and amount of vision. Facility information was not provided; additional information was unable to be obtained. This report is one report out of eighteen total.